Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The reporter stated that the infusion device was not delivering insulin. The patient was in a diabetic coma with a blood glucose result of 1,300 mg/dl. The patient was treated with insulin via infusion. The patient was hospitalized from (B)(6) 2015. The device serial number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.